Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the phenomenon that the broken of the probe and the error might be the following: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area and the error occurred. 4) a force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: the probe was broken at 14,5 mm from the distal end; scratches were observed around the broken area of the probe. The crack was widening from the scratched area; the distal end of the item was inspected under a microscope and detected no scratches or contact marks at the non-insulated area of the grasping section; the broken piece of the probe tip was not returned; and the tissue pad was worn. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 35 cm was damaged. The issue occurred during the therapeutic procedure and which was completed using a similar device. There were no reports of patient involvement.